Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon explanted a lens of an unknown model and size for an unknown reason. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.